Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen froze up when the body surface area (bsa) calculations were entered while in the perfusion screen. This issue occurred twice. The perfusionist did a hard shut down to get the screen to come up again. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the perfusionist (ccp), he used the same unit the next day ((B)(6) 2014). He just did not use the bsa and he had no issues. The field svc rep (fsr) could not duplicate the reported issue. The fsr downloaded the software logs for further eval. The fsr replaced the suspect ccm with a loaner ccm and moved the perfusion program to the loaner ccm. The unit operated to manufacturer specifications and was returned to clinical use. The suspect cm was returned to the manufacturer for further eval.